Event description:
Physician's first case. On (B) (6) 2010, patient presented with an iliac aneurysm on the left, an ectatic distal aorta, and mild angulation in the mid-aorta; had implant of a 25-16-135bl bifurcated device, a 25-25-75l proximal cuff , and a 16-16-88l limb extension. The procedure was completed with good results. One week post implant, the patient returned with no pulses in his feet, left foot numbness. Angiogram revealed that the proximal extension was compressed and the limbs had thrombosed. On (B) (6) 2010, the patient was treated with a (B) (4) device and angioplasty, which took approximately 9 hours with 400cc of contrast used. The patient was sent to the ICU for recovery.

Manufacturer narrative:
(B) (4) review of lot records/work orders, prior reports. No issues were noted. [(B) (4)] patient had mild angulation in the mid-aorta potentially contributing to stent compression; however, it is unknown if patient's anatomy met criteria for indications for use.

Event description:
Physician's first case. On (B)(6) 2010, patient presented with an iliac aneurysm on the left, an ectatic distal aorta, and mild angulation in the mid-aorta; had implant of a 25-16-135bl bifurcated device, a 25-25-75l proximal cuff , and a 16-16-88l limb extension. The procedure was completed with good results. One week post implant, the patient returned with no pulses in his feet, left foot numbness. Angiogram revealed that the proximal extension was compressed and the limbs had thrombosed. On (B)(6) 2010, the patient was treated with a medtronic device and angioplasty, which took approximately 9 hours with 400cc of contrast used. The patient was sent to the ICU for recovery. Additional information received: medtronic device implanted was 26mm talent aortic extension. Patient had an initial report of mild angulation in the mid-aorta; CT reconstruction for this case revealed an approximate 90 degree angulation from the neck to the sac, which is off-label.

Manufacturer narrative:
Device manufacture date corrected to 10/01/2009. Review of lot records/work orders, prior reports. No issues were noted. Further evaluation of CT images revealed an approximate 90 degree angle in the aortic neck to the mid-aorta. Use of device with angulation greater than or equal to 60 degrees is off-label per indications for use.